Event description:
The report stated that during a percutaneous radio frequency ablation of metastic liver tumors, the electrode leaked saline from the point of intersection of the white handle and electrode, resulting in the potential of non-sterility to the pt.

Manufacturer narrative:
Date of initial report: 05/31/2007. The evaluation is ongoing and results will be sent in a follow-up report when the investigation is complete.